Event description:
It was reported that the user temporarily discontinued ilet therapy due to lack of available dexcom g7 sensors while traveling and reverted to a different pump for manual dosing, then later paired new sensors with that other pump before reconnecting to the ilet; this was addressed through troubleshooting and education regarding sensor management and device pairing, and the event was categorized as a sensor expiration scenario without a device component implicated. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.